Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts have been made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the staple line complete? Was the cut line complete? Was there any patient consequence?

Event description:
During use of the device for colorectal anastomosis, we did not hear the firing of the clipping moment. It was observed that the device had stapled the tissue but did not cut it. Segmental resection and re-stapling were required (a new stapler was used) to complete the procedure. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # p56y8d. Device evaluation: the analysis results found that the cdh33a device arrived with the anvil missing. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was provided: event description in english (to correct the tranlation): during use of the device for colorectal anastomosis, we did not hear the firing of the clipping moment. It was observed that the device had stapled the tissue but did not cut it. Segmental resection and re-stapling were required (a new stapler was used) to complete the procedure.